Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that the clips were not closing completely on the cystic artery. A second device was pulled to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.